Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level that ranged from 700-799 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 the issue resolved and no permanent damage. Reportedly, an unexpected reset occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.